Event description:
It was reported that the pt was admitted to the hospital experiencing altered mental status. It was later reported that the pump and catheter were explanted due to malfunction during which time the patient was ill. Specific details of the illness were not reported. The patient recovered without sequela. Attempts to obtain additional information have been unsuccessful. See manf. Report #: 6000030200800401.